Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the device was explanted on (B)(6) 2018. No harm to patient reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient height reported as 156.0 cms. DHR review was completed. Part number: 423.591 , synthes lot number: 2521416 , release to warehouse date: 08.sep.2009 , manufacturing site: bettlach. A non-conformance (nc) was generated during production. There was a rework of the entire lot size because of scratches. The nc mentioned could not lead to the complaint issue. Customer quality conducted an investigation of the returned device the returned lcp 3.5 9ho l124 ti was forwarded to the manufacturing site and was checked for conformance to the specifications. A DHR review was performed for the affected lot 2521416 / work order (B)(4) / article 423.591 which includes the finish good product and its components. The plate is broken at hole 5 (counted from the right side). It has several scratches on the surface. In addition, there are several abrasions and injuries on the surface within holes; especially around the breakage point. The laser marking is readable and the plate was returned in a different packaging from the original one. All dimensions of the plate received which are relevant for the complaint condition were measured and have fulfilled their specifications according to the drawing. As well as, thickness was measured close to the breakage point and has passed its specifications. Besides, during manufacturing process the lot related to this complaint was inspected regarding to its dimensional features such as ball height and thread zero point through the inspection sheet. Ai and the whole lot has passed its specifications. Therefore, this plate was manufactured according to its quality standards and a manufacturing issue can be excluded. The raw material certificates were checked and it was found that all used raw material fulfilled the specifications. Based on the investigation results, this complaint is rated as confirmed because the plate is broken as claimed by the customer. However, this complaint is rated not valid from the manufacturing point of view since no deviations were found in the documentation as well as during this investigation all relevant measurements performed according to the specifications. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s date of birth and weight are unknown. Date of postoperative plate breakage is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Facility phone number not provided for reporting. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the plate for an underarm fracture broke post-operatively. There were no patient consequences reported. This is report 1 of 1 for complaint (B)(4).